Event description:
The pt has a bithalamic tumor treated with right vp shunt for hydrocephalus. The pt developed complications of splint (slit?) Ventricle and subdural hematoma treated with subdural peritoneal shunt. It is surmised that the valve is defective.